Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges breathing issues and asthma. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that serious injury occured in section h1. After review, it was determined that it was incorrectly selected. The right option in section h1 will be malfunction.